Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller says that when they "go to raise or lower the number it says to call the doctor". Pt says when they go to charge it only takes 5 minutes then it shows that code. They said this code started "about 3 days ago". During the call patient services agent had them bring up the code on the mystim, and it's an informational por. Agent helped them successfully clear the code. They had them synchronize and it shows their stimulation is off, which is most likely why it only took 5 minutes to charge recently. The troubleshooting steps that were taken on the call resolved the issue. Patient was asked if he had recently had an overdischarged event and they said no. Pt stated that this past weekend they were at a car show. Rep stated that they could have been exposed to some source of emi like electric vehicles or something else. Pt understands, and equipment is now working. No patient symptoms were reported.